Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the reload firing was unexpectedly slow on the tissue and also stopped in certain areas, unable to advance further. There was no reinforcement material used. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. The last known patient status is discharged with no complications.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one adapter opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering analysis, and an evaluation of the returned device. The reported conditions for this incident were that during a sleeve gastrectomy procedure the device partially fired and was firing slow. No visual abnormalities were noted for the adapter. The eeprom was uploaded and indicated 28 autoclave cycles for the adapter. During functional evaluation, the unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center. The center rod orientation was checked and was found to be assembled properly. Since the clinical battery, handle, and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv idrive battery pack was loaded into a pmv idrive ultra. The adapter was inserted onto the handle and calibrated without issue. All five white status lights illuminated indicating more than 15 surgeries remaining on the adapter. A pmv endo gia 60mm articulating medium/thick reload was inserted onto the adapter and the reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The pmv endo gia 60mm articulating medium/thick reload was then fired fully articulated left on indicated foam test media. The reload cut cleanly on the appropriate test media and the staples deployed and were placed properly. The reload loaded, unloaded, articulated, rotated, and opened/closed properly and without difficulty. The endo gia adapter xl was then investigated concurrently with r+d engineering. The adapter was paired with idrive ultra powered handle and fired on the engineering a1 fixture and the output force was measured to be 110.3 lbf. The above mentioned output force was determined to be adequate to complete an over-indicated firing when the reload is articulated fully left (worst case condition). The product was found to be in proper working condition as per the design and the IFU. An increasing pad analysis was then performed concurrently with plant engineering. The device was found to stall only when fired in over indicated test foam. If information is provided in the future, a supplemental report will be issued.